Manufacturer narrative:
Additional information: adverse event term updated to reocclusion of the left femoral artery. Sponsor assessed event is possibly related to device and not related to procedure or paclitaxel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a revascularization of the mid and distal sfa using two pacific xtreme ptas. Approximately 12.5 months post revascularization the patient suffered occlusion of left femoral artery. This was treated with a target vessel revascularization of the left leg using one pacific xtreme balloon catheter, a non-medtronic pta and stenting. The event is resolved. Investigator indicated that event was not related to device, procedure or paclitaxel.